Manufacturer narrative:
The product is not available for evaluation. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15295372 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Manufacturing records for lot 15295372 were reviewed by (B)(4) representatives and the product met all quality requirements for product acceptance. A DHR review was requested to (B)(4) and the results indicate that the stent shipped meets specified release requirements. This is one of two products implanted in the same patient and reported under manufacturing report numbers 9616099-2011-00180 and 9616099-2011-00181. Additional information will be submitted within 30 days from receipt.

Event description:
The patient experienced the ischemic stroke immediately post-op. Final angiogram revealed no thrombosis. Cta that night revealed thrombosis. Therefore, the thrombosis likely occurred immediately post-op. The stroke was caused by the thrombosis. The stents were over-lapping and thrombosis was over both where they were over-laid. The 1st precise stent was implanted proximal to the target lesion because it was too proximal and did not cover the entire lesion, therefore, the 2nd precise stent implanted in order to cover the entire lesion. The thrombosis and ischemic stroke were treated with a reopro drip. Also it was confirmed that the patient was therapeutic on aspirin and plavix with assays. The patient does not have any known allergies to nitinol, nickel or titanium. The patient had dysarthria and some very minor right sided upper extremity weakness from a small stroke that occurred about 1 week before the stenting procedure. There was no thrombus noted pre or post-deployment. The patient had right arm and leg weakness initially. Leg and arm weakness improved but the patient was left with a weak and clumsy right hand.

Manufacturer narrative:
An angioguard rx had been successfully deployed and retrieved with no technical difficulties or associated major adverse event. There was no neurological deficit when the patient left the angiography suite. There was no presence of air bubbles. Concomitant medical products: intra-procedure: heparin. Pre, intra, post-procedure and discharge: clopidogrel and aspirin. The product is not available for evaluation. This is one of two products implanted in the same patient and reported under manufacturing report numbers 9616099-2011-00180 and 9616099-2011-00181. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The symptoms resolved approximately 1 week later with a weak right hand at discharge to rehabilitation. The stent thrombosis is likely due to irregular flow across overlapping stents placed distal within proximal. The patient is in rehab. The information received from the (B)(4) study indicated that the day of the index procedure there was stent thrombosis. Additionally, the patient suffered an ischemic stroke and had dysarthria, hemiparesis and hemineglect. The symptoms resolved approximately 1 week later with a weak right hand at discharge to rehabilitation. The onset of the event was sudden and the duration and recovery are unknown. The event did not occur during the procedure. There was no emergent cea surgery. The event was reported to be unrelated to the cordis product, but related to the index procedure. The patient was discharged twelve days later with no major adverse event. The nih stroke scale score and stroke score were 4. The patient was admitted symptomatic with a 60% stenosis in the ostium of the left internal carotid artery. The lesion was ulcerated, had severe calcification and mild vessel tortuosity. The lesion was pre-dilated. A 7 x 40mm was deployed proximal to the target lesion and a 6 x 30mm precise pro rx was deployed in the target lesion overlapping the 1st stent. There was no malfunction or major adverse event associated with any of the two stents. An angioguard rx had been successfully deployed and retrieved with no technical difficulties or associated major adverse event. There was no neurological deficit when the patient left the angiography suite. Final angiogram revealed no thrombosis. A cta later that night revealed thrombosis which was the likely cause of the stroke. The stents were over-lapping and the thrombosis was present where they were over-laid. The thrombosis and ischemic stroke were treated with a reopro drip. (B)(4): review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15295372 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15068800 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the (B)(4) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis (as in this case), embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. His is one of two products implanted in the same patient and reported under manufacturing report numbers 9616099-2011-00180 and 9616099-2011-00181. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the (B)(4) study indicated that the day of the index procedure there was stent thrombosis. Additionally, the patient suffered an ischemic stroke and had dysarthria, hemiparesis and was hemineglect. The onset of the event was sudden. The duration and recovery are unknown. The event did not occur during procedure or catheterization. There was no emergent cea surgery. The event was reported to be unrelated to the cordis product, but related to the index procedure. The patient was discharged twelve days later with no major adverse event. The nih stroke scale score and stroke score were 4. For the index procedure, the patient was admitted symptomatic with a 60% stenosis in the ostium of the left internal carotid artery. The lesion was ulcerated, had severe calcification and mild vessel tortuosity. The lesion was pre-dilated. A 7 x 40mm was deployed proximal to the target lesion and a 6 x 30mm precise pro rx was deployed in the target lesion overlapping the 1st stent. There was no malfunction or major adverse event associated with any of the two stents.